Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No patient or staff injury was reported.

Event description:
The customer reported that the stenoscop system would not save images and that the system shut down during operation. No patient injury was reported.